Manufacturer narrative:
Method: device not returned. Additional manufacturer narrative: the surgeon indicated that the device had been given to pathology and was not available for return. Surgeon also indicated that this explant was not due to a device malfunction. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. There are many factors that could result in the need to explant an annuloplasty ring, the most common of which is regurgitation. These complications can have many root causes, including but not limited to patient factors, (age, disease states, comorbidities), pharmacological factors, or procedure factors. It is typically not related to product malfunction. In this case, the device was explanted due to regurgitation of the native valve -- a result of dehiscence of the chordae. Per the surgeon, this was procedure related -- and not a device malfunction.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, the device was explanted after an implant duration of approximately one year and replaced by a similar device due to regurgitation of the native valve. In a response received from the surgeon on (B)(6) 2011, he indicated that this explant was not due to a device malfunction but was procedure related. Per the operative report, "all four ptfe chordae on the anterior leaflet were either partially or completely dehisced causing severe prolapse of the anterior leaflet."